Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level. A specific bg value was not provided. Cause was unknown. The customer did not recall the treatment received or the date of discharge from the hospital; however, the customer reported the issue was resolved with no permanent damage sustained. System check with tandem technical support confirmed the pump was functioning as intended.